Event description:
The customer alleged discrepant estradiol results for 2 samples. Sample 1, initial estradiol = 98.00 pg/ml sample 1, repeat estradiol = 77.95 pg/ml sample 2, initial estradiol = 2395 pg/ml sample 2, repeat estradiol = 2094 pg/ml these samples were from a cap survey. The customer reported the initial results from both samples to cap and received a grade of "unacceptable" on both. Repeat testing was within the cap acceptable range for both samples. Estradiol reagent lot #: 15470101 the field service representative found, "small incongruities in the sipper flow path were causing imprecision and inaccuracy in results. Pmt high voltage also needed and adjustment." The field service representative performed maintenance on the sipper flow path and adjusted the pmt high voltage, followed by successful calibration and controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.